Manufacturer narrative:
Event sample not available. No lot number was provided. In the absence of this subject device, it is not possible to determine the cause and failure mode. The manufacturing records could not be reviewed as no lot number was provided. Applied will document the incident within the complaint system and will include the info in our management updates. This represents our initial and final report.

Event description:
"Reported that piece of rubber (from the "flapper" seal) had to be retrieved from the abdomen. At the time of the incident the surgeon was using a covidien stapler (reported to be white load) through the trocar. Other than retrieval of the rubber and replacement of trocar, no additional delay to procedure."